Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to perforation of multiple struts outside tile vena cava. Per the medical records provided, the medical history includes seizure disorder, gastroesophageal reflux disease (gurd), tobacco use, syncope, chest pain, hyperlipidemia, hypertension and obesity. Prior to the index procedure, the patient was reported to have been involved in a motor vehicle accident with a bear and sustained subarachnoid hemorrhage, multiple fractures and was in a coma for over a month. Per the implant records, acute venous embolism and thrombosis of the right leg were noted as preoperative diagnosis. The patient also had a head injury and could not take an anticoagulant. Therefore, the filter was placed. A venocavogram located the renal veins and assessed the caliber of the inferior vena cava (ivc). The filter was successfully deployed in an infrarenal position at l2. There were no reports of complications. Approximately eight years and five months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan which revealed the filter with the proximal tip 2.2cm distal to the right renal vein. No tilt was noted. All six struts extend beyond the ivc lumen into the pericaval fat without definite extension into adjacent organs. No evidence of fractures. Incidental finding of esophagitis was reported probably related to history of gurd. About two months later, the patient underwent a consultation for chronic leg swelling possibly related to venous and arterial insufficiency, lymphedema or weight. Duplex ultrasound imaging revealed stenosis of the left mid / distal superficial femoral artery. A month later, an ultrasound reported no evidence of dvt and an abdominal CT angiogram reported an ivc filter in place, no thrombosis or evidence of obstruction. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc and further experienced anxiety and fear related to the filter, becoming aware of these events approximately eight years and five months after the filter implantation.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of seizure disorder, gastroesophageal reflux disease (gerd), tobacco use, chest pain, hyperlipidemia, hypertension and obesity. The patient presented to hospital after a motor vehicle accident and having sustained a subarachnoid hemorrhage and multiple fractures. The patient is further reported to have experienced a month-long coma after this accident. The patient subsequently developed acute right leg venous embolism and thrombosis. The indication for the filter placement was reported to be as prophylaxis in the setting of a head injury with a contraindication to anticoagulation therapy. The filter was implanted in an infrarenal position at the level of l2 without complications. Approximately eight years and five months after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed that the proximal tip of the filter was 2.2cm below the right renal vein. The CT scan noted that all six struts extended beyond the wall of the inferior vena cava (ivc) into the pericaval fat with definitive extension into adjacent organs. There was no evidence of filter tilt or fracture. The CT further noted an incidental finding of esophagitis consistent with the patient¿s history of gerd. Approximately two months later, the patient reported chronic leg swelling. Diagnostic testing revealed stenosis of the left mid/distal superficial femoral artery. Approximately one month later, the patient underwent a CT scan that revealed no evidence of deep vein thrombosis (dvt) or thrombosis and / or obstruction in the filter. The patient further reported having experienced anxiety and fear associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported ivc perforation and ivc stenosis events could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to perforation of multiple struts outside tile vena cava. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to perforation of multiple struts outside tile vena cava.